Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) exhibited an unexpected high out of range shock impedance measurement greater than 125 ohms. All other measurements were normal. A boston scientific technical service consultant was contacted and suggested a complete evaluation should be performed to exclude lead and/or connection issue. According to the fact that no out of range values had been recorded in the daily measurements, it is likely the out of range measurement was due to environmental noise interaction during the measurement at the hospital. No programming changed were made and the pacing system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain implanted. A boston scientific technical service consultant reviewed the real time electrogram (egm) printout for this device and confirmed mypopotential noise. The signal amplitude was small, smaller than an intrinsic qrs complex and with high frequency. The noise pattern occurred during provocative maneuver testing only. The noise was not observed before nor after the testing. The latitude system was evaluated on (B)(6) 2012 and no abnormal shock impedance value was recorded. The presenting egm from the last scheduled remote follow-up ((B)(6) 2012) revealed no abnormality. According to all of the information regarding this case; noise interaction during follow-up shock impedance measurement is the most likely hypothesis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.